Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rt215 adult inspiratory heated breathing circuit from the distributor. We will provide a follow-up report once we have received the complaint device and completed our investigation

Event description:
A medical center in (B)(6) reported to a distributor that an rt215 adult inspiratory heated breathing circuit failed the ventilator leak test due to a leak coming from the water trap. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint device was not returned to fisher & paykel healthcare for investigation. Without the complaint device, we would not be able to confirm and determine the cause of the reported fault. All breathing circuits are pressure tested for leaks during production and those that fail are rejected. This suggests that any leak must have developed after the subject breathing circuit was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. Our user instructions that accompany the rt215 adult inspiratory heated breathing circuts state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." The staff at the medical center correctly checked the subject adult breathing circuit before patient use, which is in line with its user instructions. Complaint device not returned.

Event description:
A medical center in (B)(6) reported to a distributor that an rt215 adult inspiratory heated breathing circuit failed the ventilator leak test due to a leak coming from the water trap. This was observed before use on a patient.